Event description:
It was reported that atrial tachy response episodes were recorded due to noise oversensing on this right atrial (ra) lead. However, isometrics were performed, and atrial noise was not able to be reproduced. The physician was already aware of the episodes from a previous follow-up. The patient is not therapy dependent and no corrective actions or adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).